Event description:
Reporter stated the pump overdelivered and the pt became ill. No further details were provided. The reporter stated the details were hard to get since the event happened several weeks prior to the original report. The event date given above is approx. One pt is involved.

Manufacturer narrative:
Submission date of this report: 10/14/1998. H6. Evaluation represents additional info on the second of two pumps possibly involved with this event. 200 ml of osmolites was hung with set rate at 100 ml/hr. Pump was ran for 1 hour. Delivey was within specification.